Event description:
According to the op report, in 1996 the patient underwent mvr for thrombus. Prior to explant of this valve, the patient presented with severe shortness of breath and pulmonary edema. Echo showed a thrombosed mitral valve. Intraoperatively, there was old thrombus in both recessed pivot areas as well as a small amount of new thrombus. Both leaflets were immobile. The valve was explanted and a 23m-101, was implanted. The patient was brought to the ICU in stable condition.